Manufacturer narrative:
(B)(4). On 23-jun-2015, the customer reported that while utilizing the load (up/in) pedal on the multifunction footswitch, the patient support moved in the downward direction. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander as a result of this issue. The operator released the pedal of the footswitch, and the incorrect motion stopped. The operator tried to power cycle the system in an attempt to fix the issue but the problem persisted. After that, the customer contacted the philips help desk to inform them about the event. The customer support specialist (css) logged in remotely to review the log files, and found stuck button errors. The css dispatched a philips customer support engineer (cse) to the site. During further investigation of the complaint, the cse stated that the device was not in clinical use when the event took place. This event occurred during a quality assurance (qa) check. The cse added that the customer keeps their system phantom behind the gantry and they will raise the table and drive the table through the bore to allow easy access to load the phantom holder and phantom for qa checks. They do this because the phantom is too heavy and they feel it is easier to access the phantom through the patient support. After the customer removed the phantom, they used the down button on the gantry panel to return the patient support to home position for a patient scan when the patient support moved upwards. The cse arrived on site and evaluated the system. While at the site, the cse found that the patient support down button on the right, rear of the gantry was stuck engaged due to contrast. The cse cleaned the panel to resolve the issue. There were no parts replaced. No log files were provided to engineering for analysis. Since there were no parts returned from the field, a root cause of the issue could not be determined by engineering; however, based upon the troubleshooting services and statements of the cse, a probable root cause was determined that the issue occurred due to stuck button on the rear, right gantry control panel due to contrast ingress. The cse cleaned the gantry control panel to resolve the issue. CT engineering determined this issue to be an acceptable risk. The following mitigations for this issue include: two, redundant monitors are controlling the motion. A collision calculation is done in each combination of vertical, horizontal, or tilt motion. Hw emergency stop button stops all the motions. Buttons test during initialization. Instructions in instruction for use to observe patient during all movements. When scan starts, the cirs checks for correct direction and that spiral motion does not stuck. Controllers software verifies that commanded motions are executed or a fault condition is assumed. Couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. Design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. When the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. Design mitigations for prevention of the hazardous situations: stopping horizontal motion in the presence of resistance force (not applicable for vertical). Table collision envelope single fault safe against uncontrolled motion: horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. Double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. Design mitigations enabling human response:continuous activation for manual motion emergency stop controls enable termination of motion in hazardous condition emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. Speed of motorized non-programmed motion is limited

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported that during a CT clinical patient procedure, while positioning the patient support for a scan, the multifunction footswitch when pressed up/in, moved down. A philips field service engineer (fse) confirmed there was no rescan and there was no harm to a patient, operator or bystander as a result of this issue. The fse evaluated the system and determined that the multifunction foot switch command button was stuck. The fse reseated the panel connectors and tested all the panel buttons to resolve the issue.